Manufacturer narrative:
Other relevant device(s) are: product ID: hg-18-90-32, serial/lot#: (B)(4), ubd: 2019-06-26, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: h g-18-90-32, serial/lot #: (B)(4), ubd: unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted prophylactically in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. A non-medtronic stent graft system was implanted on the same day. It was reported that a lymphocele was observed approximately 8 days post index procedure. The patient was treated with incisional debridement and the event was resolved. The investigator assessed the event as not related to the study devices or procedure. The sponsor assessed the event as probably related to the study procedure, not related to the study device. No additional clinical sequelae were reported and the patient is fine.